Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and found to require replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported the acquisition station was not starting. Further information from the field identified that the workstation portio of the system failed to initialize to a usable state. No patient serious injury or death was reported related to this event.